Manufacturer narrative:
Date of event: the exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components of device system: model number/ catalog number: 72400024, batch/ lot number: 880167002, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, batch/ lot number: 880240009, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced urinary tract infection (uti) and hematuria with his artificial urinary sphincter (aus). When the doctor scoped the patient in the office, he discovered that the cuff eroded. The patient had been recently hospitalized and was catheterized without deactivating the aus. All components but the balloon were removed. No further complications were reported in relation to this event.